Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of as high as 400 mg/dl. The user addressed bg level with a bolus via the pump after supplies were changed. Reportedly, the contact was not sure of the cause of the bg level. At the time of the report, the user's bg level lowered to 121 mg/dl.